Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 2007. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a lower abdominal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the hernia. Surgical intervention and treatment for the hernia was not reported. No further information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.